Event description:
The stent balloon would not inflate and stent deployment was not possible. The sds was removed from the guide catheter and upon removal the stent was not on the balloon and was found in the distal artery. The stent was recovered and deployment was done using a new ptca balloon, the stent was deployed distal to the original lesion site. A second j&j stent was deployed to cover the original lesion.